Manufacturer narrative:
The siemens technical service center (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the customer installed the acid and base reagent bottles incorrectly (reversed). The tsc instructed the customer to remove the acid, base and bulk bottles, rinse the system with dionized water, prime the system fluid bottles and recalibrate the tests. The cause of the discordant results was due to user error. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant carbohydrate antigen 19-9 (ca-19-9), carbohydrate antigen 125 (ca-125), carbohydrate antigen 27.29 (ca-27.29), phenobarbital, progesterone, folate, carbon dioxide and vitamin b12 (b12), results were obtained on multiple patients on an advia centaur instrument. The initial results were reported to the physician(s). The same samples were repeated and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant results.